Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the contact stated that the wake button had been working less and less over the past two months. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Contact reported that the customer experienced an elevated blood glucose (bg) level of 480 (mg/dl) that was addressed with a bolus. Reportedly, customer will continue to use the pump for insulin therapy, and indicated that they have insulin pens for back up therapy if needed.